Event description:
It was reported the patient's blood glucose level rose to 372 mg/dl while wearing the pod for longer than 48 hours. The caregiver stated that after the patient began to use a pod 3 days ago, their blood glucose levels were running high. It was noted that the blood glucose level would rise during activity, only to go down when the patient was not active. The caregiver alleged that the cannula might be bent. It was reported that the patient received high blood glucose alerts. Product support completed troubleshooting with the caregiver. It was determined that there was no site irritation or leaking and the pink slide had moved forward during insertion. Given that the pod had been worn since thursday and blood glucose levels remained elevated despite boluses, product support advised the caregiver to replace the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios.omnipod software app version: 2.2.1.operating system: 26.2.hardware: iphone17.3.cgm sensor type: g7.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.